Event description:
Customer reportedly obtained a result of 254 mg/dl at 9:20 am and was convulsing. Customer was taken to the hospital and at 10:30 am tested 44 mg/dl on the hospital device. Customer was given an injection of unk substance at the hospital. Requested return of suspect system and replacement was sent.